Event description:
Customer reported system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty image intensifier. System operates as intended.